Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed a burned lemo connector jp4 of power flex circuit. Pin # 2 and 3 of lemo connector jp4 are burned. The service technician replaced the power flex and scrapped the ac power adapter. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
The customer reported when model palmtop ventilator revel was hooked up to ac power adapter which was plugged into the inverter of the helicopter, the connection on the lemo connector started smoking. The customer confirmed there was no patient involvement associated with the reported malfunction.